Manufacturer narrative:
Product eval: a company rep examined the system and was unable to replicate the reported event. The us controller printed circuit board (pcb) was replaced as a diagnostic measure. The system was then tested and met all product specifications. The us controller pcb will be returned for in house testing. An investigation is in process. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A healthcare professional reported, a system was operating intermittently during a procedure causing a delay. Pt status is unk. Add'l info has been requested.